Event description:
It was reported that the lead was implanted in the ventricular septum in 2008. The next morning the lead had visibly dislodged, and by 2008, it had fallen completely into the ventricular apex. The lead ended up in a stable apical position with good thresholds and impedance, so the physician elected not to revise it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.